Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a penumbra coil detachment handle (handle). During the procedure, the physician delivered nine competitor's coils into the aneurysm using another manufacturer's microcatheter. The physician then used a px slim delivery microcatheter (px slim) to deploy a new penumbra coil 400 coil (pc400 coil) into the aneurysm. After manipulation of the handle, the pc400 coil was detached in the aneurysm. The physician then attempted to remove the pc400 coil pusher assembly from the handle but was unsuccessful. While manually pulling back on the pusher assembly, the physician noticed that it was broken. Several attempts were made to remove the pusher assembly but were unsuccessful. A new handle was opened to successfully complete the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the fractured penumbra coil 400 coil (pc400 coil) pull tube was stuck inside the penumbra coil detachment handle (handle). The handle was disassembled by the penumbra investigator, and the pull tube was removed. The pull tube was severely damaged, and fractured lengthwise, exposing part of the pull wire component. Conclusion: evaluation of the returned product revealed that the pc400 pull tube was kinked and fractured lengthwise. The detachment handle was opened and the pull wire was removed by the penumbra investigator. The handle was tested and functioned correctly. Actuating the detachment handle repeatedly during the procedure may cause the pull wire to move back inside the detachment handle mechanism and kink. Once the wire is kinked inside the detachment handle, removal of the wire can be difficult. These devices are 100% functionally tested during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.